Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary incontinence. It was reported the device was not working a year after implant; a surgery was scheduled to replace the wires and see if the whole thing needed to be replaced. Additional information was requested regarding cause and outcome, but was not available at the time of the report. A supplemental report will be sent if additional information is received. See manufacturing report #3004209178-2016-01189.